Event description:
It was reported that the pump usb port pins were damaged, which affected the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.